Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107 and abnormal shutdowns) has been confirmed. The monitor was able to power on but had no output due to a defective u608 component. The root cause for the defective u608 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.